Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro reciprocating saw was sent in for evaluation because it was running on its own during a procedure. A readily available replacement device was used to complete the procedure; no adverse event was associated with the device.